Event description:
It was reported that this patient, who was enrolled in the (B)(4) study, presented to the emergency room in asystole approximately five months post implant of this left ventricular (lv) lead. The patient was resuscitated but died within 15 minutes of arrival to the hospital. ECG tracing showed ventricular fibrillation (vf) with an external shock followed by asystole. It was also reported that the patient had been hospitalized 2 days prior for non-cardiac causes and was discharged home.

Manufacturer narrative:
The information submitted reflects all relevant data received. Attempt(s) for additional information were unsuccessful. However, if requested additional information is subsequently received it would be processed and considered accordingly. Concomitant products: d274trk cardiac resynchronization therapy defibrillator (crt-d), implanted: (B)(6) 2011; 5076-52 implantable pacing lead, implanted: (B)(6) 2011; 694758 implantable tachy lead, implanted: (B)(6) 2004.